Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that the pediatric patient experienced a ¿start new sensor¿ error. The day of the event, (B)(6), at around 10:00 am, the cgm device alerted and when checked it was showing a "start new sensor" notification. Due to this the omnipod pump switched to limited mode. An unknown time after, but on the same day, the patient started to throw up. When a fingerstick was taken the blood glucose reading was around 600 mg/dl. The parent treated the patient with 30 units of insulin. When after treatment the blood glucose reading was still high, the parent took the patient to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was still around 600 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient was discharged the next day, after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.